Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, a prowler select plus 150/5cm microcatheter ((B)(4)) was placed in c6 segment of the internal carotid artery, and an enterprise2 4mmx23mm no tip intracranial stent ((B)(4)) was delivered into the microcatheter (mc). The stent became impeded in distal end of the microcatheter and could not pass through the microcatheter. The physician removed the microcatheter and stent from patient¿s body and switched new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that there were no procedural delays due to the event. No additional information is available. A non-sterile 4mm x 23mm no tip enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the stent component was noted to be detached from the delivery system. Dried saline residues were observed along the entire length of the distal end of the delivery wire and introducer. No appearance of damages was noted. The stent was inspected under magnification and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be expanded. No other damages were observed. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8254498. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still attached to the delivery wire and inside the introducer to perform the functional analysis. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. The stent detachment was not originally reported, the exact time of this occurrence cannot be determined, thus, it is not considered to be a contributing factor in the reported event. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, a prowler select plus 150/5cm microcatheter (606s255x, 30883122) was placed in c6 segment of the internal carotid artery, and an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 8254498) was delivered into the microcatheter (mc). The stent became impeded in distal end of the microcatheter and could not pass through the microcatheter. The physician removed the microcatheter and stent from patient¿s body and switched new devices to complete the surgery. There was no patient injury reported. Additional information received indicated that there were no procedural delays due to the event. No additional information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are (B)(4).